Event description:
It was reported that this pacemaker was a case of an attempted implant due to unknown product performance anomaly. This pacemaker was replaced with a different model, not implanted and returned for analysis. No adverse patient effects were reported.